Event description:
It was reported that the patient claimed of discomfort in the chest, so implantable cardioverter defibrillator (ICD) check was performed. Right ventricular (rv) lead capture failure, and high threshold was found. Echocardiographic examination and computerized tomography (CT) examination were performed and cardiac perforation at cardiac apex in right ventricle was suspected. The rv lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: ddmb2d4 ICD, implanted: (B)(6) 2015. (B)(4).